Manufacturer narrative:
Tvt registry the information was received via a third-party post-implant registry (the society of thoracic surgeons/american college of cardiology transcatheter valve therapy (tvt) registry) in a de-identified format, including only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted and has not been returned for analysis. (B)(4).

Event description:
Medtronic received information that the attempted implant of a transcatheter bioprosthetic heart valve was unsuccessful due to an un specified device or delivery catheter system malfunction. The report does not indicate that the patient was discharged prior to the subsequent successful implant of another transcatheter bioprosthetic heart valve. The information was received from a post-market device implant registry; the dates of the initial attempt and the subsequent successful valve implant and the details of the original malfunction were not reported. No other adverse patient effects were reported in conjunction with the unsuccessful implant attempt. A separate report has been filed on a reported subsequent device migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.